Event description:
[E1] was notified of monitored nitric oxide (no) concentration fluctuations during delivery of inhaled nitric oxide therapy to a 500-gram micro-premature neonate with severe hypoxemia. The device was being used for compassionate, off-label treatment outside its cleared indications and design parameters, and available information indicates the user was not following the applicable technical guide. Fluctuations were reported after changes to ventilator settings. The device was placed in manual mode, and no further issues were reported. The patient experienced cardiopulmonary arrest and subsequently expired. The hospital stated the outcome was anticipated due to the patient's critical condition and did not identify the device as a contributing factor. The manufacturer reported that the returned device evaluation confirmed all performance parameters were within specification and no malfunction was identified. A causal relationship between device performance and the reported outcome cannot be established. Per 21 c.f.r. 803.16, a report or other information submitted by a reporting entity under this part, and any release by FDA of that report or information, does not reflect a conclusion by the party submitting the report or by FDA that the report or information constitutes an admission that the device or the reporting entity, caused or contributed to the reportable event.